Event description:
It was reported that a patient with a preloaded monofocal intraocular lens (iol) the right eye experienced a refractive surprise and blurry vision/difficulty with distance and intermediate vision. An explant was planned, but not yet performed. Through follow up, it was learned that the iol was explanted and replaced with another johnson & johnson lens (den00v model and 20.5 diopter). There was no medical or additional surgical intervention outside of the standard care required. At one day post-operatively (op), the patient still had inflammation. The iop (intraocular pressure) was normal. The patient will return for a 1 month post-op visit to check va (visual acuity). No further information was provided.

Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: (B)(6) 2024 section d6b: if explanted, give date: (B)(6) 2024 section e1: telephone number (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.